Manufacturer narrative:
Philips has started an investigation into this event. A follow up report will be submitted once completed.

Event description:
Philips received a report that the scan sequences were aborted. After investigation it was found that the gradient coil terminal was burned and partially broken. Based on this information it was decided to report this event.